Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2016, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component had subsided and was extremely loose at the tibial tray/cement interface. He noted offered no concerns regarding the femoral nor patellar components, and they were not revised. The surgeon reported no intraoperative complications. The patient was implanted with attune tibial component and smartset bone cement x 2. Doi: (B)(6) 2013; dor: (B)(6) 2016; (rt knee). .